Event description:
It was reported that prior to starting a da vinci cholecystectomy surgical procedure, the end of the monopolar cautery instrument where the hook attaches was stripped and would not hold the hook on. The device was not used on a patient. There was no report of fragments falling into a patient, and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has been returned for evaluation, however, failure analysis investigation of the returned affected part is not complete. At this time, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted after the evaluation has been completed or if additional information is received. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument had a piece stuck at the tip of the adapter, affecting proper function. It was concluded that the damage was likely due to mishandling/misuse. No other damage was found.